Manufacturer narrative:
Date returned to manufacturer. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #314.451 / lot #l205863. Manufacturing location: (B)(4). Manufacturing date: 01. Dec. 2016. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during surgery the screwdriver shaft broke at the tip during use with a standard screw. Another screwdriver was used to continue the procedure. The surgery was prolonged about 10 minutes. No information available about patient condition and outcome. All fragments were removed from the patient. This complaint involves 1 part. Concomitant reported part: 1x unknown screw this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Customer quality (cq) conducted an investigation of the returned device. Received part: 1 x 314.451 / scrdriver shaft 2.4 short self-hold / lot no l205863. As received condition: the device was found broken and distorted at the end of the coupling. The hexagonal tip is intact but with visual wear and tear signs. Furthermore the broken part is missing. Conclusion: our investigation has shown that the device was found broken and distorted at the end of the coupling. The hexagonal tip is intact but with visual wear and tear signs. Furthermore the broken part is missing. However, this complaint is rated as confirmed due to the breakage. The manufacturing review for does show that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents of the semifinished article (B)(4), produced on november 2016, the hardness was with the measurement of 490 hv within the tolerance of min 485 and max 545 hv according the specification. The microscopic view, with a magnification of 10x, of the broken surface shows a homogenous surface what indicates material conformity as well. The measurable dimensions were as far as possible checked and found to be in compliance with the technical drawings at time of manufacturing. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. We do suppose that a mechanical overload situation during use could lead to the breakage. The article 314.451 with lot no l205863 was manufactured in a quantity of 24 pieces on december 2016. We are not aware of any quality problems or failures caused by a faulty product on the article. Also we are not aware of any other complaint for this article- and lot number combination. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated event information. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: on (B)(6) 2017, the outcome from the procedure is: there were no patient harm reported and the patient is fine. The procedure was completed successfully with another screwdriver.